Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. The patient's mother reported that the patient¿s pump was removed due to infection and that there was nothing wrong with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.